Event description:
It was reported a patient underwent a knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(4) 2011 due to dislocating. The vanguard ps tibial bearing was replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. In the possible adverse effects section it states: dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. The user facility was notified of the event on february 8, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Information in the initial MDR stated, "there are warnings in the package insert that state that this type of event can occur. In the possible adverse effects section it states: dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." The corrected information should read, "there are warnings in the package insert that state that this type of event can occur. In the possible adverse effects section it states: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions". (B)(4).